Manufacturer narrative:
It was notified through the returned implantation data card that ¿2 valves were placed, one 20% above the other¿. This information supports a conclusion that the native leaflet overhang was related to the final position of the valve. No further actions are required at this time.

Event description:
Per the edwards lifesciences field clinical specialist report, in a transapical tavr after the deployment of a 23mm sapien valve in a 50:50 position it was noticed there was moderate central leak caused by a native leaflet overhang. A 2nd 23mm sapien valve was successfully implanted with a good result. The patient was stable at the end of the procedure. There were no problems reported with the deployment. Native valve leaflet calcification and aortic root calcification were described as mild. Coaxial alignment of the delivery system/valve was described as good; image intensifier angle was good; ventilation was held, and there was no loss of pacing capture.

Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. A technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the cause for the sapien valve moderate central leak cannot be confirmed; however, the event was reportedly caused by native leaflet overhang. According to the information provided, post deployment the sapien valve position was 50:50. Even though per report the valve position was not too low, the same mechanism of an overhanging leaflet resulting in aortic regurgitation explained in the previously mentioned technical summary mentioned could apply to this complaint. It is possible that the overhanging leaflet was related to patient factors, for example a native leaflet may have been long, or may have torn partially interfering with the valve function. The device was not available for evaluation, as it remains implanted in the patient. There was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.